Event description:
Healthcare professional (hcp) reported a patient was injected with 1.5 ml of juvéderm® volift¿ into the lips. Three days later, patient developed appearance of papules (crystalline lesions with vesicles), vascular suffering, and necrosis point on lower lip and chin. Patient was treated with hyaluronidase. Symptoms ongoing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with 1.5 ml of juvéderm® volift¿ into the lips. Three days later, patient developed appearance of papules (crystalline lesions with vesicles), vascular suffering, and necrosis point on lower lip and chin. Patient was treated with hyaluronidase. Symptoms ongoing.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., section c. Suspect product, d.1., d.4., g.1., h.4., h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported a patient was injected with 1.5 ml of juvéderm® volift¿ into the lips. Three days later, patient developed appearance of papules (crystalline lesions with vesicles), vascular suffering, and necrosis point on lower lip and chin. Patient was treated with hyaluronidase. Symptoms ongoing.